Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results for three patient samples. The results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on the same instrument and/or on another dxc instrument in the laboratory, and those results were reported. Therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and replaced the sodium reference electrode. The fse also calibrated the dac (digital-to-analog converter) board. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).